Event description:
It was reported that: "information obtained from data listing obtained from an investigator sponsored study deliverable. Note indicated, "reop (B)(6) 2009 for infected tkr."

Manufacturer narrative:
The following other knee devices were also listed in this report: series 7000 standard tibia: cat# 7115-0007, lot#unk. Nrg knee p/s nrg bearing insert size: cat# 82-3-0715, lot#unk. Scorpio m-dome patella: cat# 73-0710, lot#unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed as the device(s) was not returned to the manufacturer. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.